Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 to treat a hip fracture. As the surgeon was removing the aiming arm towards the end of the procedure, the cannulated connecting screw became stuck to the nail. There was a five (5) minute surgical delay, but the procedure was completed successfully. The patient outcome was reported to be ¿excellent.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the connecting screw (03.037.010) shows damage to the most distal thread. It appears a small sliver of the material from the ridge of the most distal thread has been pushed into the adjacent valley. This would impede functionality of the device. When the connecting screw¿s functionality was tested with a trochanteric fixation nail advanced (tfna) nail, the device did not mate properly. The connecting screw may not have been inserted correctly, or may have been cross-threaded by the surgeon during use. This would cause damage to the threads and ultimately lead to the reported complained event. The tfna instrument¿s technique guide was reviewed. It is noted that the connecting screw must create a connection between the insertion handle and the nail. The relevant verification activities are a design review. An anatomical lab was done to validate that the instruments function as intended. The connecting screw must withstand multiple insertions of the nail / insertion handle into the femur. The relevant verification activities include mechanical testing and an anatomical lab, which have validated that the instrument functions as intended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.